Event description:
A customer reported an issue with the pump¿s touchscreen, which was unresponsive and preventing interaction. There was no adverse impact to the customer¿s blood glucose level. The customer later followed up and received instructions for a pump reset, which they performed successfully, resolving the issue and restoring the touchscreen functionality.